Event description:
It was reported that the patient's medication was leaking from the tubing. Patient changed the tubing and cut a piece of the leaking tube near the site and was able to resume infusion without any issues. Patient experienced flushing but no other symptoms. Patient's blood pressure after being measured was within the normal range. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number is unknown. Catalog number is unknown. UDI information is unknown. No product information has been provided to date.

Manufacturer narrative:
Additional information was received via email on 30-aug-2022 and attached to the file which clarified that the reported product should have been a cassette instead of the tubing administration set as was previously reported. H6: event problem and evaluation codes: updates not required., corrected data: d1: correction: brand name: cadd medication cassette, g5: correction: premarket 510k: unknown, no product information received to date.

Manufacturer narrative:
Other, other text: ten devices were returned for analysis. Visual inspection showed no damages or discrepancies that could cause a leak were detected. A functional test was performed and no leak was detected in the inflation system. The reported issue was not duplicated, and the cause could not be determined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.